Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient cut their transfer set during use. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during peritoneal dialysis therapy. The patient reported that they had cut their transfer set with scissors. The transfer set was replaced by a physician to resolve the issue. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.